Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The intra-gastric bleeding occurred during the procedure to place the peg-j tubing, however, it occurred before the tubing was inserted. Abbvie is reporting this as a procedural complication that was not related to the tubing. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Before the peg-j tubing was placed, and in the phase of subcutaneous anesthetic application with the needle, a small artery was nicked, causing intra-gastric bleeding. Electrocoagulation and fixation with a hemostatic clip were performed, which solved the bleeding. The peg-j tube placement was postponed for 7-15 days to allow for healing. Omeprazole 40 mg was prescribed every 12 hours. The patient remained hospitalized after the procedure. The date of hospital discharge was unknown.